Event description:
It was reported that when connecting the esg-400 electrosurgical generator, it has an e006 alarm. Remark: 1. This inquiry is a clone of parent inquiry (B)(4) (product #1: wa22367a). This inquiry captures product #2: esg-400 electrosurgical generator. 2. Product, lot/serial number and item code are unknown as related information was not mentioned in the original inquiry.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to b5.

Event description:
It was reported that when connecting the esg-400 electrosurgical generator, it has an e006 alarm. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.